Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start. On further inspection, fse identified a problem with the uninterruptible power supply (ups) controller, it showed battery low message in the m-cabinet and there was electrical failure due to multiple burned components on the pcb of the ups. Fse tried to restart the system but with no impact on the issue. The fse replaced the ups controller. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system would not start up. The system was not in clinical use. No user or patient harm has been reported.philips has started an investigation of this complaint.